Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 270-300 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a manual injection. A new cartridge was loaded to resolve the issue.